Event description:
Difficulty was experienced with the stent delivery system during attempts to cross a proximal circumflex lesion. Upon withdrawal of the stent delivery system into the guiding catheter, the stent embolized.